Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized approximately one month prior to death for unrelated indications. Treatment, diagnostic testing, and interventions were unknown. The patient died while hospitalized. The cause of death was unknown. It was unknown if the patient was performing pd therapy at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the device and service history records was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no failures, malfunctions, or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The device was determined to meet functional and electrical performance specification requirements. A simulated therapy was completed with no issues noted and no leaks or abnormal pressures were identified during testing of the pneumatic system. An internal and external visual inspection revealed no problems related to the reported event. The device passed the seal, purge, and wet disposable integrity test. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.